Manufacturer narrative:
Adding awareness date for 9610617-2025-00305 supplemental #1, as it was submitted without the awareness date. The awareness date should be april 14, 2025. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: customer error description" intermittent power issue. Failed during use". Since the product has not been returned, the cause cannot be determined. It can be concluded that the product may have suffered a power interruption caused by the peripherals. The product has never been sent in for repair to date. According to the IFU the functionality should always be checked before every use to avoid injuries and damages to the product. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there were intermittent power issues during procedure. No negative impact in state of patient health reported.